Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Additional information: it was later reproted that patient had meningitis, along with symptoms of redness, swelling, fever and pain. Primary location device pocket and cultures were taken from device pocket, lumbar region and csf as reported previously and were positive for staph aureous. Patient was administered antibiotics oral as well as intravenous. The date of onset/diagnosis of infection was unknown but was post implant. Last refill was at implant. Patient outcome was noted as infection resolved with no drug withdrawal. Cancer and previous staph infection were identified as patient risk factors prior device implant.

Event description:
It was reported that there appeared to be infection, although it had not yet been cultured, around the pump pocket site as well as catheter entry site on the back and side where catheter was connected. Per reporter it appeared to be worst around pump pocket site. Cultures were taken at the pump pocket site, at the stab incision on the patient's flank and well at the spinal incision and of the csf (cerebrospinal fluid). Healthcare provider believed that the infection was caused by patient non-compliance with post-operative instructions and not keeping wounds covered. They tested for meningitis but do not yet have test results. Pump and catheter were explanted as of the date of this report. Patient had ovarian cancer and she was unsure if new pump was to be implanted. Drugs delivered via the device were dilaudid and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).